Event description:
It was reported during implant procedure that the right ventricular lead fixation mechanism exhibited an issue and the insulation tore during fixation attempt. The lead was successfully exchanged. The patient was stable and asymptomatic.

Event description:
Additional information received noted that helix failed to retract.